Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 medical device problem code. Inventory specialist stated that last they had an iab issue with "fiber optic not working". Support team person asked if she could connect support team person with a clinician in the room as the error described is not an existing error for cardiosave. They said she would do some checking but is unsure if anything will be found. She further stated that a new balloon was opened + inserted and worked on the same pump with no further issues. She promised follow-up this week. No patient impact noted.

Manufacturer narrative:
Updated fields - b4, d2b(product code), d3(manufacturer), g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d1(brand name), d4(version or model, catalog, unique identifier (UDI).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 event site address, h6 medical device problem code. Additional contact number:(B)(6). Inventory specialist stated that last they had an iab issue with "fiber optic not working". Support team person asked if she could connect support team person with a clinician in the room as the error described is not an existing error for cardiosave. They said she would do some checking but is unsure if anything will be found. She further stated that a new balloon was opened + inserted and worked on the same pump with no further issues. She promised follow-up this week. No patient impact noted. She asked about replacing the balloon but informed me that they did not save the balloon in question.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported by the customer that during the intra-aortic balloon(iab) therapy had an iab issue with fiber optic not working. There was no patient harm reported.